Event description:
It was reported that the 9900 sys had a high ma error and locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The voltage was adjusted and the filament calibrated during the svc call. The sys was tested and found to be working as intended and put back into svc.